Event description:
It was reported that patient presented with ruptured anterior communicating artery (acoma) aneurysm. The subject stent was deployed, and four coils were placed achieving an acceptable embolization result, and the procedure was concluded. Although delayed flow in the anterior cerebral artery (aca) was observed on the final angiography, no apparent thrombus was noted. On the following day (april 27), magnetic resonance imaging (MRI) revealed anterior cerebral artery (aca) occlusion with cerebral infarction. The patient has higher cortical dysfunction, including decreased motivation, disinhibition, and attention deficit.